Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was returned torn around the ok button. During testing, the ok and down arrow keypad buttons were intermittently unresponsive; the contrast and ok keypad buttons were appropriately responsive. The ok keypad button was also hyper responsive. During investigation, evidence of contamination was found under all key contacts. The ok key contact was found to be inverted. Additionally, the audio bolus button was returned torn and was functional during testing. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were sticking and the keypad was peeling. The reporter alleged that the response issues occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.